Manufacturer narrative:
Additional information was received after the initial report was submitted. The additional information has been provided with this report.

Event description:
It was reported via phone call by customer's parent called to report the pump had stopped working. The customer's parent was advised the pump had been shipped out. Then, customer's parent called again because the issue continued with battery issue. Customer's parent said they were advised that the way they were storing the batteries was causing them to discharge energy. The customer's parent stated the pump she sent back may be good, and the issue may have been the batteries themselves.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose a time of incident was 184 mg/dl. The customer was advised to insert new (B)(6) alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery test. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.